Event description:
It was reported that a user experienced difficulty operating the ilet pump, including frequent pausing of insulin delivery, repeated use of meal announcements to treat hyperglycemia, and incorrect meal size entries, which correspond to use error and device use challenges. Symptoms included episodes of low and high glucose. Outcomes included clinical impact of hypoglycemia and hyperglycemia without report of hospitalization. Investigation included review of available records and case triage with troubleshooting and education. Investigation of this case revealed improper use of meal announcements for correction and inconsistent pump operation leading to glycemic variability. It was concluded that user technique contributed to the events and additional training was assigned. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.